Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), visual impairment ("vision disturbances"), affective disorder ("mood disorders"), insomnia ("insomnia"), myalgia ("muscle pain"), constipation ("constipation"), menorrhagia ("hemorrhagic menstruations"), loss of libido ("loss of libido") and dyspareunia ("pain during intercourses"), 3 months 23 days after insertion of essure. The patient was treated with surgery (hysterectomy was performed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, amnesia, visual impairment, affective disorder, insomnia, myalgia, constipation, menorrhagia, loss of libido and dyspareunia outcome was unknown. The reporter provided no causality assessment for affective disorder, amnesia, constipation, dyspareunia, insomnia, loss of libido, menorrhagia, myalgia, pelvic pain and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.